Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed check settings. Customer's blood glucose was 44 mg/dl at the time of incident. Troubleshooting found that the settings were normal and customer was advised to monitor the pump and call back if any further issues. No further details given.